Manufacturer narrative:
The investigation is underway.

Event description:
A user facility reported that a patient¿s face blistered shortly after a thermage cpt treatment to the face to improve the problems of facial skin sagging and dry skin. The patient was re-examined and given ice for 1 hour and then told to go home and apply a medical mask as well as two small boxes of burn cream. The treating physician stated that the treatment was operated normally (frequency 6.78mhz, energy level: face 3.5). The tip is not available for collection. No other information was provided. However, requests have been made for additional information.

Manufacturer narrative:
No product or data log were available for return for evaluation. According to the thermage cpt user manual, blisters are a known possible adverse reaction to thermage cpt treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Due to the lack of available information, no causal factors can be determined, and no conclusions can be drawn. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no corrective action is necessary.

Event description:
The distributor stated that the tip is not available for collection; therefore, the tip is unavailable for an evaluation. The doctor who treated this patient has left the clinic and the distributor cannot collect any further information.